Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, this lead exhibited impedance measurements greater than 2000 ohms. The connection was checked and the threshold and impedance measurements were appropriate. As a result, the lead remains implanted. No adverse patient effects were reported.